Manufacturer narrative:
Did not happen during surgery. No pt impact. The device was not implanted. Requests have been made for the return of the product. Eval is pending upon the return of the product.

Event description:
On 07 jan 2008, the distributor reported that the screw was found disassembled after transport.